Event description:
It was reported that the patient is having an increase in seizures above pre-vns baseline, since vns activation. The doctor reported that the device is currently turned off, but he will try to titrate the patient back up in a couple of months with auto-stimulation turned off. Review of the available programming history revealed no programming anomalies or impedance issues that indicate a device malfunction. The patient has had frequent epilepsy medication adjustments recently, and has been using street marijuana. Device diagnostics have not been received to date.